Manufacturer narrative:
This report is being supplemented to provide a correction to d9.

Event description:
A user facility reported a bad angle on evis lucera gastrointestinal videoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of bad angle was confirmed. Due to wear of angle wire, bending angle in up direction and the play of up down know does not meet the standard value. Based on the results of the investigation, the foreign material could not be identified. Due to the reprocessing deviating from the instructions for use (IFU), foreign material may have remained. The root cause could not be identified. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. The customer presoaked the endoscope in the detergent solution. It was also indicated the air/water nozzle was not wiped with a lint-free cloth. The following additional findings were also noted: chipped adhesive on the bending section cover, white-clouded area on the adhesive of the bending section cover, water removal ability does not meet the standard value, assorted scratches, chipped objective lens, and a dent on the connecting tube. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.